Event description:
It was reported that a patient experienced peritonitis and then experienced relapsing peritonitis twice, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event and was discharged after three days. Eleven days after being discharged, the patient was readmitted to the hospital for a relapsing peritonitis episode. After five days of hospitalization, the patient was discharged. Forty-three days after the second hospitalization ended, the patient was readmitted to the hospital for a relapsing peritonitis episode. After twenty-five days of hospitalization, the patient was discharged. The cause of the peritonitis event and relapsing peritonitis episodes was unknown. On unreported date(s), the patient was treated with vancomycin (dosage, route, frequency, and duration not reported) for the peritonitis event and relapsing peritonitis episodes. On an unreported date, dianeal therapies were discontinued and on an unreported date, the patient was temporarily switched to hemodialysis therapy. On an unreported date, peritoneal dialysis therapy was resumed. The patient was recovering from the peritonitis event and relapsing peritonitis episodes. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.